Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: foreign matter in the catheter.

Manufacturer narrative:
Investigation: bd received a used 20 gauge insyte autoguard blood control unit from lot 8120660 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed porous plug shavings at the tip of the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. The plug shavings were determined to have come from the manufacturing process.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: foreign matter in the catheter.